Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that (B)(4) exactamix syringe inlets had unspecified foreign particles in the product container. This was discovered prior to patient use. There was no patient involvement. No additional information is available.